Event description:
Versacross sheath was taken out of package sterile and flushed per manufacturer guidelines by doctor (md.) Sheath was inside the patient (right atrium) and crossed into left atrium where it was noted to see a "clot like image on the ice catheter" - the activated clotting time(act) at this time was > 410 seconds. Md went into emergency planning to remove the "clot" and safely removed the sheath. Once the sheath was outside of the patient, the md flushed the sheath with saline to find no clots present. Md did find a long string of "plastic substance" that had come from the sheath. Md feels that the "clot like substance" on the ice cath was the "plastic string-like" particle. A new baylis sheath was obtained and the procedure was repeated (this time with no noted complications.) Manufacturer response for transseptal sheath, versacross access solution (per site reporter).